Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7167972, UDI: (B)(4).

Event description:
It was reported that the patient experienced undesired stimulation on non-targeted area that caused the patient to feel discomfort, due to the spinal cord stimulator (scs) leads had migrated. It was noted that the scs leads migration was confirmed thru x-ray imaging. The patient underwent a spinal cord stimulator (scs) lead repositioning procedure, was doing well postoperatively. The device remains implanted and in service.